Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient was riding a bike a little while prior, and they felt a sensation in their head an hour ago. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.